Manufacturer narrative:
The device was returned to manufacturer for investigation. The log file was analyzed and, it turned out that the device did not fail on a patient but repeatedly failed the self test due to a significant deviation between the measured blower rotation speed and the set value. The technical alarm "boot failure" occurred after 3 failed device self tests. An endurance test was performed in the laboratory with ventilation settings that represent real use conditions. No problems were detected during the 470 hours of testing. The device was switched on more than sixty times without any failure during power-on self-test. Although the problem could not be duplicated, draeger finally concludes that the device behaved as specified for a sporadically occurring error condition. The deviation was detected and led to inoperable status after device check. This was readily apparent to the operator during preparation for use as corresponding alarms were posted and the device could not be put into operation. A reliable conclusion in terms of root cause is no possible since the issue could not be duplicated. The device was found fully functional and will be returned to the hospital.

Event description:
Please refer to initial MFR. Report #9611500-2015-00278.

Manufacturer narrative:
According to the device log the event happened already on (B)(6). The investigation is ongoing, the results will be part of a follow up report

Event description:
It was reported: in the process of running with patient, suddenly, the device restarted again and again. The hospital turned off the machine immediately. No injury reported.